Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported complaint. The instrument was found with a broken conductor wire at the proximal end near the waterfall pulleys. The instrument failed the electrical continuity test. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer stated the maryland bipolar forceps instrument had no energy. The customer had changed out the instrument power cord with no success. The procedure was completed with no reported injury.